Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site abscess. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 2.1.0 operating system: 26.2 hardware: phone18.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare provider that the patient experienced recurrent bruising and abscess formation at multiple pod infusion sites. Upon further follow-up with the patient, she stated that these reactions occurred at the cannula insertion sites in areas including the abdomen and arms, despite site rotation and reported sterile application practices, and were associated with redness, bruising, and swelling described as hard knots. Due to ongoing skin complications, the patient discontinued use of the omnipod 5 system and stated she does not plan to resume pod use. The patient reported transitioning to multiple daily injections for insulin management. No further information regarding medical evaluation and treatment was provided.